Event description:
It was reported that an infusor had a separated coil cap before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection of the device confirmed the reported issue. The cause was determined to be improper alignment of the coiled cap during manufacturing. Training was issued and completed by the manufacturing operators to address this issue. Should additional relevant information become available, a supplemental report will be submitted.